Event description:
Covidien sales representative reports that a customer stated, "that during the injection of optiray contrast into a pt, the saline side of the y-tubing separated. The y-tubing was connected to an angiocath tubing. The injection protocol was 5ml/sec for a total volume of 75ml. The tubing separated at 260 p.s.I.

Manufacturer narrative:
Manufacturer report: root cause identified: defect could not be duplicated. Conclusions: device history record for assemble process was reviewed and there are no discrepancies reported during the manufacturing of this lot. The y-tubing has one side separated from the entire part; this tubing was broken since it has the remaining tubing added to the y-tubing. The defect was not duplicated. When it was pulled off the other side, it detached entirely and was not broken. This part number is provided by an external vendor. The corrective actions proposed by the vendor are listed below. Corrective actions: supplier was notified about complaint for tubing with damage provided the following corrective actions: quality alert implemented on 13 september, 2007.